Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the catheters and device were prepped per IFU. Sheath, guide catheter and micro catheter were positioned reasonably. Pipeline was loaded and advanced into the microcatheter. The microcatheter was placed in the m1 where the physician began to unsheath the distal tip of pipeline and then began to unsheath the device. After unsheathing the first 10mm of the device it wasn't opening. The physician resheathed the device to get the ptfe sleeves out of the way and he began to deploy the device again and it still wasn't opening in the distal section. The physician then tried to load the system and wag it to help open the distal end of the stent and when he did that the mid portion of the stent opened slightly but the distal end was still constrained. After trying this several times with no result the physician removed the device. Less than 50% of the devicehad been deployed when it failed to open and it was resheathed "less than or equal to 2 times.". Balloon angioplasty was performed, the pipeline was resheathed and removed with the microcatheter. The case was successfully completed with a new pipeline. The pipeline was used for an indication that is not approved, the patient had diseased vessels with multiple fusiform aneurysms from m1 to cavernous ica and the physician though pipeline was the best treatment.  The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm with a max diameter of 5mm. The landing zone was 3.5mm on the distal end and 5mm on the proximal end. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered. Angiographic result post procedure was reported to be good. Ancillary devices include a 6f cook shuttle sheath, phenom plus fg19120-1030-1s guide catheter, phenom27 fg15150-0615-1s microcatheter, and syncro 014 guidewire.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex w/ shield braid was returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened pipeline flex w/ shield inner pouch. The pipeline flex w/ shield pusher or phenom-27 micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: both ends of the braid were found fully opened, frayed, and damaged. No other anomalies were observed conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed. Possible causes are damaged catheter, damage to pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. The returned braid was found damaged/frayed, however the cause could not be determined. Possible causes for damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid was returned without its protective dispenser coil or introducer sheath. Customer reported pipeline was resheathed less than or equal to 2 times, and patient vessel tortuosity as severe. As the pipeline flex w/ shield pusher and phenom-27 micro catheter used during the event was not returned, any contribution of the pipeline flex w/ shield pusher and phenom-27 micro catheter towards the failure to open distal could not be determined. The phenom-27 micro catheter is compatible for use with the pipeline flex w/ shield. Customer report of ¿adjunctive balloon angioplasty¿ could not typically be confirmed through device analysis and no images or videos were submitted for review. It is likely the incomplete open is the primary reason for the adjunctive balloon angioplasty. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.